Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit received with the handle being out of adjustment. The 6in transitional teeth, adjustment wrench thread, shock cushion, and 1/4in pin are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers 3004608878-2021-00359 and 3004608878-2021-00361.a facility reported that the adjustment tool on mayfield ultra base unit (a2101) cannot be removed and the locking arm does not hold under pressure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.